Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the hexalobe driver (part number 03.611.142, lot number 7247098). The subject device was returned with the complaint condition stating the returned driver was examined and the drive tip was found to be broken and missing a segment (the distal-most 2.65mm of the tip ¿ calipers). Additionally the tip was found to be twisted in a manner consistent with removal. The complaint condition was unable to be replicated due to post-manufacturing damage. The complaint was confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Relevant drawings for the returned device were reviewed the design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no non-conformance records or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined as method of use at the time of failure is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device history records review was completed for part# 03.611.142, lot# 7247098. Supplier: (B)(4), release to warehouse date: apr 17, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016, that the t20 hexalobe driver-male screwdriver is twisted and deformed. There was no surgery or patient involvement. Upon receiving the device at manufacturer, it was noted that the drive tip was missing a segment (the distal-most 2.65mm of the tip). Additionally the tip was found to be twisted in a manner consistent with removal. This report is for one (1) t20 hexalobe driver-male. This is report 1 of 1 for (B)(4).